Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to l5 lead fracture. The fracture was confirmed with x-rays. As a result, surgical intervention was undertaken on 13 january 2025 wherein the l5 lead was explanted and replaced. There is no allegation against the patient's s1 lead.